Manufacturer narrative:
The account found that when the head up/down function is ran with no weight in the bed it is very jerky and hesitant. Hill-rom technical support suggested the account replaced the head drive. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account received the head drive but has not installed it at this time. Three attempts have been made regarding a resolution to this contact. Based on this info, no further action is required.

Event description:
The account reported that the head section will lower on its own if weight is in the bed. There was no pt/user injury reported. (B)(4).